Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch# (B)(4).

Event description:
Procedure performed: bladder biopsy. Event description: complaint created based on medwatch received by email on 06nov2024. Report number: (B)(4). Date of event sep-2024. Sureseal ii would not let the biopsy grasper pass through for a bladder biopsy. Intervention: ni. Patient status: ni.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: bladder biopsy. Event description: complaint created based on medwatch received by email on 06nov2024. Report number: (B)(4). Date of event (B)(6) 2024. Sureseal ii would not let the biopsy grasper pass through for a bladder biopsy. Intervention: ni. Patient status: ni.